Event description:
It was reported to philips that the battery does not hold a charge. There was no patient involvement.

Manufacturer narrative:
The customer worked, with the technical support representative. The customer confirmed, the battery will not hold a charge. The device needs a battery. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the battery. The replacement for which, was ordered to customer. The customer to battery. The device remains at the customer site. And no further evaluation is warranted at this time.